Event description:
Doctor reported that a file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, though outcome of the event is not known as of this report.